Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description could not be confirmed as the device was not returned for evaluation. A root cause for the reported complaint description cannot be determined. Although it cannot be confirmed, it is possible that the retraction shield/safety guard on the safety scalpel was partially opened thus exposing the blade. However, without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2015, a patient of unknown age and gender presented for a dialysis procedure. When opening the sterile packaging during preparation, the treating physician was inadvertently cut by the scalpel that was packaged in the kit. It was reported the injury was minor and the physician was quickly treated in order to resume the procedure. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no injury or harm to the patient. The reported disposable device is not available for return to the manufacturer for evaluation as it was disposed by the user.